Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported the unspecified bd vacutainer tube experienced whole tube push off non-patient end of needle, and erroneous results. The following information was provided by the initial reporter. The customer stated: "the lab manager as noted in the table shown states that the emergency department has been complaining for the past ¿few months¿ of vacutainers ¿not attaching properly to the lumen¿ when used with an IV port. This has been causing contamination issues with the tubes. At the time of the report, the reporter does not know which vacutainer or how many are at fault; therefore she does not have any lot number nor expiration date. She said she will contact the ER in order to obtain the pertinent information. She expects a call back and said she will try to have all the correct information. ER complains that because tube does not connect to lumen properly via IV tube there seems to be an issue with contamination. No further information is available at this time."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. The complaint could not be confirmed and the root cause could not be determined.

Event description:
It was reported the unspecified bd vacutainer tube experienced whole tube push off non-patient end of needle, and erroneous results. The following information was provided by the initial reporter. The customer stated: "the lab manager as noted in the table shown states that the emergency department has been complaining for the past ¿few months¿ of vacutainers ¿not attaching properly to the lumen¿ when used with an IV port. This has been causing contamination issues with the tubes. At the time of the report, the reporter does not know which vacutainer or how many are at fault; therefore she does not have any lot number nor expiration date. She said she will contact the ER in order to obtain the pertinent information. She expects a call back and said she will try to have all the correct information. ER complains that because tube does not connect to lumen properly via IV tube there seems to be an issue with contamination. No further information is available at this time.".